Event description:
General report received from abbott international affiliate that states, "the sets cause pump to alarm occlusion and prevent pumps from delivering product. Pump continuously alarms occlusion and when you change the tubing the problem is resolved. Additional information received from abbott affiliate indicated that the customer does not remember the specific drugs administered during these incidents. It was reported that the "sets are used in the ICU, hence are usually used to administer dopamine, nitroglycerine and saline solutions". There were no reported adverse pt events. The infusions could be resumed after changing to new tubing sets. The report indicates that "when the problem occurs, a new solution (unspecified) was needed to be prepared." Additional information was requested, but no further information are available. The information was received from purchasing.